Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator (ICD) revealed premature battery depletion. The ICD was explanted on (B)(6) 2022. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. The device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Visual inspection of the septum and setscrew showed no anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.